Manufacturer narrative:
Intuvie received a report indicating that an infusion pump failed the ground resistance test, recording a measurement of 0.122 ohms. The passing specification for this test is less than 0.1 ohm. A component replacement was performed as part of the initial servicing. During subsequent retesting, the device failed the 30 psi occlusion test, recording a pressure of 9.440 psi, which is outside the acceptable range of 22 to 38 psi. A review of the device's serial number history revealed no prior similar complaints. Both failure modes were confirmed during the investigation. The probable cause of the occlusion failure was determined to be a component issue and was successfully resolved by replacing the pressure sensor. The probable cause of the ground resistance failure remains undetermined; however, the issue was resolved following the replacement of the pressure sensor. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).

Event description:
Intuvie received a report indicating that an infusion pump failed the ground resistance test, recording a measurement of 0.122 ohms. The passing specification for this test is less than 0.1 ohm. A component replacement was performed as part of the initial servicing. During subsequent retesting, the device failed the 30 psi occlusion test, recording a pressure of 9.440 psi, which is outside the acceptable range of 22 to 38 psi. No patient involvement was reported.